Event description:
The patient was hospitalized and in a coma. It was stated that during the night the customer received too much insulin. It was stated that the activation button did not always react to pushing. No further details available at this time.